Manufacturer narrative:
Date sent to the FDA: 11/18/2019. A manufacturing record evaluation was performed for the finished device batch pdh304-8966h and no non-conformances were identified. Additional summary: it was received for analysis an opened box with twenty-four unopened samples of product code 8966, lot pdh304. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-88655, and 2210968-2019-88657. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many devices had needle pulled off during handling before use on patient? Unknown, customer only reported that it occurred 3 times consecutively. How many devices had needles pulled off during actual use on patient? Unknown, customer only reported that it occurred 3 times consecutively device return status/follow up. Device available for returned, dhl booked, rmao will be updated. Events reported in 2210968-2019-88655 and 2210968-2019-88657.

Event description:
It was reported that a patient underwent a CABG with avr procedure on (B)(6) 2019 and suture was used. During the procedure, the needle detached from suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was available.